Manufacturer narrative:
The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited varying pacing impedance measurements. The impedance trend showed measurements between 450 ohms and 600 ohms; however three measurements were noted to be between 900 and 1,110 ohms. The patient paces less than one percent in the atrium. No adverse patient effects were reported.